Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered two shocks. Analysis of the system was performed along with x-rays, during the analysis therapy was deactivated. No issues with the system were observed. It was determined that the root cause of the issue was due to a physiological cause, and multiple morphologies were observed at the time of the episode. The therapy was reactivated and it was decided to keep current programming. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.